Event description:
Radiac access was obtained using the diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance with flextip. Seven treatments were performed with thirty seconds of rest between treatments. The patient was hemodynamically stable. The oad and viperwire were removed. A scoreflex nc balloon was inserted. Under fluoroscopy, the balloon did not appear to be on the wire. A contrast puff was performed, and a perforation was observed. The patient's blood pressure began to drop to 50mmhg which resulted in balloon tamponade with a non-csi balloon, emergency medication administration, and stent placement. An echocardiogram revealed the effusion to be moderate. Angiogram imaging confirmed the perforation was noted to be sealed and covered by a stent. The patient was brought to the intensive care unit for further observation.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned with the guidewire not engaged. No damage or abnormalities were noted during visual analysis. When tested, the device functioned as intended. Biological material was observed on the driveshaft crown section. The material prevented the returned wire from passing through. It could not be confirmed if the accumulating material was related to the reported complaint. The morphology and exact root cause of the accumulated biological material was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).